Manufacturer narrative:
Service repair in the field was performed on (B)(6) 2015. The resonator was returned to manufacturer on may 04, 2015. Product evaluation summary: the resonator s/n (B)(4) was evaluated on june 23, 2015. The evaluation noted both of the lbos to be moisture damaged; r1 optic was burnt and coupler cover was stuck. The lbos, r1 optic with plate and desiccant were replaced. The resonator was realigned and a new test report was completed.

Event description:
Information as it was reported to ams indicates that error codes 171 and 152 were observed during a procedure. The procedure was completed with an alternate procedure (turp). There was no injury to patient reported.

Manufacturer narrative:
The device was repaired by the distributor on (B)(4) 2015. System analysis/service repair: the customer's report was confirmed and found to be the result of a faulty resonator. The system was tested and verified to specification.